Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had foreign material a root cause could not be identified. Based on the results of the investigation, the presence of foreign material on the light guide rod lens, resulted in a dirty and flooded lens condition. The most probable cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had flooded and dirty lens on the underside of one of the fiber optics. The issue was found during maintenance. There were no reports of patient involvement.